Event description:
The customer reported the system locked up with a communication error and the customer had to reboot the system. There was no pt injury or death reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The single board computer upgrade kit was installed during the service call. The system was tested, found to be working as intended and returned to service.